Event description:
Patient presented back to the physician with continued neck pain. Physician prescribed pain medication.

Event description:
Patient presented to the physician with difficulty swallowing and pain at the neck incision site radiating to the jaw and ear. Physician prescribed pain medication.